Manufacturer narrative:
The device was returned to olympus for inspection and the customer's allegation was confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. Reasonably known information suggests probable causes such as damage of parts due to wear/ deterioration/ degradation/ some kind of physical stress. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the resection sheath found with a broken ceramic head. The issue occurred during preparation for use. There were no reports of patient harm.